Manufacturer narrative:
H6: the ventilator was evaluated by ventec where the reported issue of it being unable to maintain peep (positive end expiratory pressure), having low exhaled tidal volume (vte) levels and displaying a patient circuit disconnect alarm were all confirmed. Ventec replaced the internal flow transducer (ift) to resolve the reported issues. Proper device operation was observed through functional and performance testing. The investigation determined that the root cause of the reported issues was the ift.

Event description:
It was reported that the device needed service. During the device evaluation, ventec observed that the ventilator was unable to maintain peep (positive end expiratory pressure), that its exhaled tidal volume (vte) levels were low and that it was displaying a patient circuit disconnect alarm. There were no reports of patient involvement associated with the reported event.